Manufacturer narrative:
The reported event was confirmed. The manufacturer evaluation revealed a noisy function along with a defective ball bearing and heavy abrasion being visible inside the attachment. Furthermore, the attachment was found damaged at the top. The most likely cause is attributed to improper device handling / maintenance.

Event description:
It was reported that during the surgery the device stopped working. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.